Event description:
It was observed during inspection of a returned pump that dso seal was detached and device alarmed high priority error code 46440. Replaced dso sensor due to error code. This event occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 46440. There was no 12-month service history during the review. The device was visually inspected and detached downstream occlusion seal found. Replaced dso seal, dso sensor.